Event description:
The customer reported the secondary of iron sulfate back flowed half way up the pca side of the pca tubing. A saline maintenance fluid was infusing via the y-connector on the pca infusion set. A secondary of iron sulfate was connected to the saline primary line. There was no patient harm reported. No medical intervention was required. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report that the secondary back flowed halfway up the pca tubing was confirmed, however, this is considered normal behavior. A closed roberts clamp prevents back flow into a pca demand only infusion. The set was inspected for damage, holes, tears, and incomplete bonding at the component engagements; no anomalies or issues were identified. During microscopic examination of the set, an incidental finding was identified. The silicone membrane inside the check valve was misaligned. No other anomalies were noted. Functional testing was performed using the same configuration as reported. Fluid was noted going past the check valve into the primary. The report of back flow into the pca portion of the set was confirmed and considered normal behavior. The cause of the check valve failure was a misalignment of the silicone membrane inside the check valve. The root cause of the misaligned check valve was not identified.